Event description:
The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Health effect - impact code - f1005 overdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the arm. The patient passed out due to hypoglycemia from over infusion of insulin from the tandem pump due to inaccurate cgm readings. The cgm was reading 82 mg/dl and the blood glucose reading was 22 mg/dl. Patient's spouse called 911 and went straight to the emergency room (ER). The patient was treated in the ER with unspecified glucose and recovered after treatment. There was no documentation of further medical intervention. At the time of the report, the patient was stable. No data was provided for evaluation. The reported glucose values fall within the c zone of the parkes error grid. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.